Manufacturer narrative:
Qn#(B)(4). Medwatch report # mw5144637.

Event description:
Medwatch form received reports: "md reported issue with central line placement. During the withdrawal of the guidewire after the triple lumen central line had been placed, md noted that the end of the guidewire (that was not inside the patient at any point of the procedure) had began to unravel. Md expressed concerns that this could have ruptured a valve if it had unraveled inside of patient."

Event description:
Medwatch form received reports: "md reported issue with central line placement. During the withdrawal of the guidewire after the triple lumen central line had been placed, md noted that the end of the guidewire (that was not inside the patient at any point of the procedure) had began to unravel. Md expressed concerns that this could have ruptured a valve if it had unraveled inside of patient."

Manufacturer narrative:
(B)(4). Medwatch report # mw5144637 complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: